Event description:
The customer reported that the cysto-nephro videoscope had vertical lines appear in the image. Upon inspection and evaluation, foreign objects in the objective lens. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being submitted to provide information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reported issue vertical lines appear in the image was confirmed. The following findings were also noted during device evaluation: insufficient curvature angle, curved tube collapse, snagging and roughness during angling operation, crushed, scratched and wrinkled insertion, ssc1003a: wrong direction of rubber cover of forceps stopper, scratches and crushing on video cable, scratches on universal cord, video cable crease, rattling at the bend tube and connection, video connector scratches, light guide connector scratches, video connector case scratches, video connector contact plating peeling, scratches on actuator, switch box, scratches on actuator cover, scratches on grip, scratches on up/down plate, scratches on lock engagement lever, indicator peeling at the actuator, scratches on insertion area, misalignment of the ventilation port, shadow on image and corrosion of actuator, leakage of grip liquid, leakage of up/down plate liquid. Furthermore, as reported in b5 foreign material was found in the objective lens and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility did not wipe or brush the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility did not flush the air/water nozzle with detergent solution. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign object could not be identified. The cause of the foreign object residue in the device could not be identified. It could not be identified what the foreign object was. Before sending olympus the actual product, the cleaning, disinfection, and sterilization were performed. The precleaning was performed adequately. No response was obtained whether the facility had any idea what the foreign object was. No abnormality was observed on the objective lens. A device history review revealed it was confirmed that the device was shipped in compliance with the specifications. This issue is addressed in the instructions for use (IFU): according to reviewing the instruction manual at the time of product shipment, the descriptions as to reprocessing were found in the following chapters. Chapter 3 compatible reprocessing methods and chemical agents. Chapter 4 reprocessing workflow for the endoscope and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories. Olympus will continue to monitor the field performance of this device.